Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not de identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac) via phone, reporting that he was unable to view the picture in picture (pip) image of the aloka arietta 850 on the cv-190 image. The customer confirmed that he had connected the arietta 850 to the pip port on the front of the cv-190, but when he triggered pip, the pip image was a black rectangle. When asked where he was pressing pip, customer confirmed he was pressing it on the monitor. It was suggested that he toggle pip on the cv-190 keyboard to get the pip image to display on the cv-190 image. It was also informed that if a gray rectangle displayed, he needed to cycle through the pip inputs on the cv-190 keyboard. No further troubleshooting was required.

Event description:
It was reported that the subject device had no image. The event occurred during setup. There were no reports of patient harm.